Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented nadir blood glucose of 46 mg/dl and device alerts for low and urgent low glucose, and they self-treated with approximately 8 ounces of oral juice with subsequent improvement. Symptoms included weakness in the legs and sweating. Outcomes included no need for medical assistance, no professional medical intervention, and no hospitalization. Troubleshooting and education were completed with the user, including confirmation that glucose levels recovered after carbohydrate intake. Investigation included a review of the reported event details and user feedback, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.